Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported they are having a problem with their implant and it seems to only work if they arch their back. Patient stated they don't feel anything at all and it's taking a very long time to charge the implant for a few months. Pt added they increases stim to 9 but it still didn't work so they lowered it. Pt stated they saw healthcare provider (hcp) about 2 weeks ago and did x-rays and confirmed everything is still connected. Healthcare provider (hcp) suggested pt gets their implant possibly reprogrammed. Agent emailed reps for visibility. Patient mentioned the recharger was replaced before but it did not resolve issue of implant charging slower. Pt stated it takes 40 min to recharge implant to 50% and paddle gets warm. A request was sent to the repair department to replace the recharger device. Pt stated it has been about couple few months for recharging duration issue as well.